Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that the pack only had 9 each instead of 10 each.

Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the reported condition could not be performed and the shortage issue could not be confirmed. A device history record (DHR) review was completed for lot# 17d127162. There were no manufacturing issues related to the complaint issued for this lot. A formal corrective and preventative action (CAPA) was issued to optimize the autobander process and prevent recurrence of the miscounts for gauze. The corrective actions were implemented after the manufacture date of the returned lot. Therefore, no additional actions will be taken at this time. If information is provided in the future, a supplemental report will be issued.